Event description:
The facility rep reported "questionable accuracy during delivery" during pt use. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.